Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. The physician is unable to determine the cause of the problem at this time. Surgical intervention is anticipated. No additional patient complications reported.